Event description:
It was reported that the abutment screw had loosened at the site. Screw was removed and replaced.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device manufacturing date is unknown.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) unknown zimmer screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 30 (universal) and was used for approximately 7 years. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use- prosthetics for zimmer dental implant systems (IFU 4894 rev 6 - 08/19). DHR & complaint history review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown zimmer screw) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (unknown zimmer screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Section corrected: d9: device was actually not returned as originally reported.